Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +10.0/+2.0/084 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial. Visual inspection found haptic torn and foreign material (residue and debris) on lens surface. (B)(4).

Manufacturer narrative:
Report source - user facility is incorrect, should be distributor. Device evaluation - lens was returned in a micro-centrifuge vial. Visual inspection found optic torn and foreign material (residue and debris) on lens surface. (B)(4).